Event description:
It was reported that during a dialysis catheter placement procedure, the air allegedly entered into the syringe. It was further reported that crack was found in the needle barrel. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one introducer needle attached to an unknown 10ml syringe were returned for evaluation and one electronic video was provided for review. Gross visual and functional evaluation were performed on the returned device. The investigation is confirmed for the reported fracture issue as cracks were noted on the hub of the introducer needle. Further during functional evaluation, air was aspirated into the syringe upon aspiration. Therefore, the investigation is confirmed for the reported air/gas in device issue. The investigation is also confirmed for the identified fluid leak issue as leak was noted from the fractures in the hub upon infusion, further the video review also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2023), g3, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 01/2023).

Event description:
It was reported that during a dialysis catheter placement procedure, the air allegedly entered into the syringe. It was further reported that crack was found in the needle barrel. There was no reported patient injury.